Manufacturer narrative:
Insulin pump was received with button error alarm or no button response due to corroded keypad traces. No moisture damage found inside the pump. Insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump broke. Sweat got into the insulin pump's screen. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.